Event description:
The customer reported the ventilator was alarming due to a high oxygen supply pressure occurrence. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm shall be annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve closes and the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported the device was disconnected from the oxygen cylinders and connected to the oxygen wall source with the same alarm resulting. The customer reported they tried another device with the same alarm resulting. Based on the customer information of both devices alarming, pse advised the customer to check the oxygen wall source pressure and the regulators on the oxygen cylinders. The customer reported they would try the device in another area of the hospital and call back if the problem does not resolve. No further call back received from customer.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer oxygen wall source pressure; cylinder regulator(s).